Event description:
It was reported that a patient experienced a burning sensation on the lips, tongue, and throat following a transesophageal echocardiography (tee) procedure. Two weeks following the exam the patient still reported a swollen tongue and was referred to a specialist for independent advice. Preliminary evaluation indicates that the transducer probe may not have been cleaned, disinfected, or rinsed properly resulting in residual chemical on the probe. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.